Manufacturer narrative:
H6: device code a26 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the patient symptoms was the catheter was not patent.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the catheter was placed.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, consumer) regarding a patient who was receiving dilaudid (6 mg/ml at 1.24 mg/day) and bupivacaine (20 mg/ml at 4.1 mg/day) via an implantable pump for non-malignant pain and post spinal cord injury. It was reported that the patient's wife called in stating that her husband was going through withdrawals. They confirmed the pump was not alarming. Technical services directed them to go to the hospital and the patient representative stated the current ER did not have a programmer and would not be able to treat them. They were going to a new hospital where the pump was implanted. Technical services stated that if they didn't have a programmer they could page a local company representative (rep) to come and check the pump. They provided the nas number. The rep called after and stated they were called in to check the patient's pump due to a week of increased pain and feeling "lousy" and "sick." There was no pump alarm in the logs so the patient was given oral pain meds and their symptoms improved. Rep asked about dlc and fb communications. Discussed imaging, cap dye study, refill history, and volume discrepancies. Additional information was received from the manufacturer representative (rep). It was reported they were waiting to hear about a plan for diagnosis and possible repair of suspected catheter. Nothing had been scheduled yet for either diagnosis nor repair. The patient's weight was not obtained.